Manufacturer narrative:
Conclusion of investigation shows human error, assembler did not add the additional as required by the specification when the rotation lock is sticky.

Event description:
The tower tabletop mounting assembly was not staying locked, allowing the table top to slide down to the base, even with no weight on the table top. The red unlocked indicator was showing. The tower was returned to the manufacturer and disassembled for evaluation. It was discovered that the shims had been omitted when it was manufactured. This appears to be an isolated incident.